Event description:
Customer reported a cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy, resolving the issue.